Manufacturer narrative:
Bci field service engineer (fse) checked the instrument and could not find any evidence of burn marks or smoke, including on the motherboard. Fse also checked the fuses and verified they were fine; performed startup and ran samples and no errors occurred. Fse was unable to duplicate the problem or find any evidence of instrument malfunctions. Root cause is unknown at this time. Per labeling, the act series instrument is listed listed under the following requirements: (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bci) to report that the coulter act diff analyzer generated a grinding noise and that the operator observed a small "puff" of smoke. There were no flames, sparks or arcing observed. The fire department was not called and no one sought medical attention. There were no reports of death or serious injury associated with this event.